Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2015 with the following findings: the returned battery cap was used to complete investigation. The audio sound was tested in the sound tester and was found to have good quality audio output. The vibration was also tested and found to be fully functional. The reported complaint was not duplicated during investigation. Unrelated to the complaint, the text on the display screen was found to be pink.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an audio tone issue with the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.